Event description:
The patient stated she was getting a lot of air bubbles in the infusion set tubing. She stated that she changed her infusion site and tubing, but it did not help. The patient stated that her blood glucose value was 400- "hi" (typically greater than 500 mg/dl). The patient stated that she did not notice any cracks in her insulin cartridge and did not see any separations in her infusion set tubing. She switched to her back up device and changed the insulin cartridge and infusion set tubing and then the patient reported that "everything was fine." The patient stated that she took boluses through the infusion device, but it didn't seem to work, so she took an insulin injection. The patient did nto require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.